Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 3 had failed. A field service engineer (fse) replaced all latch units on doors 1, 2, 3, and 4. Hardware validation was performed using the hardware test application with open/close testing, and all doors operated within specifications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 had failed. The customer cleared the obstruction and recovered the door; however, the hardware failure reoccurred upon logout. The customer stated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.